Manufacturer narrative:
There was no reported patient involvement, therefore no patient data exists. The actual device was evaluated by a third party service organization. During the evaluation, the reported event was confirmed and repair parts were requested. At the time of this report the repair parts had not yet been sent to the customer and the repair process is currently on going. There was no reported patient involvement and no adverse consequence reported with the event.

Event description:
It was reported that a veritier table hand control allegedly intermittently locks up and the table has to be rebooted to regain control. It was further reported that the override panel is also allegedly locking up at the same time as the hand control. There was no reported patient involvement or adverse consequence in this event.

Manufacturer narrative:
Through evaluation by a third party service technician, it was concluded that the reported issue of loss of table control due to the hand control and override panel intermittently locking up was caused by a faulty motion process controller (mpc). This component would reportedly error out when trying to perform articulation movements as evidenced by a red error light and an audible tone. The mpc was replaced, the limits were reset and functional testing was performed. The table was found to be working properly and was returned to service. This failure may result in a delay of surgery, but is not likely to result in serious injury to the patient that would require medical intervention.

Event description:
It was reported that a veritier table hand control allegedly intermittently locks up and the table has to be rebooted to regain control. It was further reported that the override panel is also allegedly locking up at the same time as the hand control. There was no reported patient involvement or adverse consequence in this event.